Event description:
It was reported that after the sheath insertion, the clinician inserted the balloon into the sheath. However, after the balloon came out of the sheath tip, it could not be advanced any further. As a result, both the sheath and balloon were removed and exchanged with an iab-06840-u. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.